Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
The line was placed in 2008, and removed the next day, because it broke and migrated. The line was removed without further incident.